Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction had occurred due to software issue. A senior integration engineer referenced knowledge article 000001771 and connected to the carefusion coordination engine but encountered privilege rights issues that prevented access to the sql logs. It was recommended for the customer to submit a case to the it help desk for further assistance. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the senior integration engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system, stations were on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.